Event description:
It was reported that an ilet user observed a post-meal blood glucose elevation to 223 mg/dl after announcing dinner, expressed concern as levels rose, and then noted a steady right-pointing trend arrow during the call; a medical device problem could not be characterized due to insufficient information, and no device component concern was identified. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and no specific device issue or component involvement could be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.